Event description:
A hemodialysis user facility has reported that at the initiation of treatment, a blood leak occurred. The leak was visually discovered. The pt's blood was returned and a new system was strung and the pt completed their treatment without further issue. The estimated blood loss was minimal. There is no other known ill effect to the pt. There is a sample available for evaluation.